Event description:
It was reported that there was particulate matter in the drip chamber of a solution administration set near the filter. This was noted after priming with 0.9% saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the set had been primed and identified brown liquid inside the filter of the drip chamber. The reported condition was verified. The cause of the condition was determined to be due to a manufacturing issue. To address this issue, the supplier of the component has been notified of the condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.